Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel leaking from therapy electrode) was confirmed. Upon investigation all therapy electrodes were heavily creased and leaking gel. The electrode belt ECG acquisition and pulse delivery circuitry was fully functional. The root cause for the leaking gel was physical abuse to the therapy electrodes. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation underneath the front therapy electrode. The irritation was bleeding. The patient reported that the therapy electrode was leaking gel, which was contributing to the irritation. The patient's physician prescribed bactrim to treat the irritation. The patient also was reportedly using hydrocortisone to treat a rash on her side. The medical outcome of the irritation is unknown.